Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was 15mm in length. The coaxial guide catheter had not been kinked and was not disengaged. The lesion was previously reported to be moderately tortuous, but should have been reported as mildly tortuous.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire fracture occurred. Vascular access was obtained through the right radial artery. The 50% stenosed, non-calcified, and moderately tortuous lesion was located in the right coronary artery (rca). The physician advanced a comet pressure guidewire, which crossed the torturous portion of the patient¿s anatomy once, but then would not move forward. The physician pulled the device to the ostium, then attempted to advance it, but was unable to torque the device; therefore, it was removed together with the catheter. When the physician pulled the guidewire, the distal part remained in place; the device separated 11 cm from the distal tip. The detached distal segment remained in the catheter and was able to be removed from the patient¿s body. It was noted that the distal end where detachment occurred was at an angle, similar to a needle apex, and was sharp. The coil also became elongated about 1 cm from the distal tip; however, it was noted the physician did not manipulate the device with force, the tip was not trapped at any point during the procedure, and no resistance was encountered. Therefore, it was noted that the elongation may have occurred after removal outside the patient¿s body. It was reported this was the third vessel evaluated; two evaluations had occurred prior in the left anterior descending (lad) artery, the target lesion was ¿ostium of bifurcation.¿ when crossing the torturous part of the patient¿s anatomy, slight crossing difficulty occurred. No additional patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a comet pressure guidewire separated into two segments. Both the proximal shaft and the tip were returned. The location of the fracture was approximately 12 cm from the distal tip in the laser slot. The total proximal shaft length that was returned was 173.5cm; the length of the tip portion returned was 12cm. The guidewire shaft was examined for any damage or irregularities. The tip had stretched coils and there were two kinks approximately 7.5cm and 9.5cm from the proximal break. Scanning electron microscopy (sem) revealed that the distal end of the long shaft fracture and the proximal end of the short segment fracture show secondary damage on both the fracture and laser cut surfaces. Sem images appear to show some fatigue striations toward the center of the fracture and some ductile surface at the fracture center, suggesting the possibility of reverse bending fatigue overload. No other damage or irregularities were noticed. There was an indication of blood in the sensor port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire fracture occurred. Vascular access was obtained through the right radial artery. The 50% stenosed, non-calcified, and moderately tortuous lesion was located in the right coronary artery (rca). The physician advanced a comet pressure guidewire, which crossed the torturous portion of the patient¿s anatomy once, but then would not move forward. The physician pulled the device to the ostium, then attempted to advance it, but was unable to torque the device; therefore, it was removed together with the catheter. When the physician pulled the guidewire, the distal part remained in place; the device separated 11 cm from the distal tip. The detached distal segment remained in the catheter and was able to be removed from the patient¿s body. It was noted that the distal end where detachment occurred was at an angle, similar to a needle apex, and was sharp. The coil also became elongated about 1 cm from the distal tip; however, it was noted the physician did not manipulate the device with force, the tip was not trapped at any point during the procedure, and no resistance was encountered. Therefore, it was noted that the elongation may have occurred after removal outside the patient¿s body. It was reported this was the third vessel evaluated; two evaluations had occurred prior in the left anterior descending (lad) artery, the target lesion was ¿ostium of bifurcation.¿ when crossing the torturous part of the patient¿s anatomy, slight crossing difficulty occurred. No additional patient complications were reported and the patient¿s status is fine.